Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in adverse event problem of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump module gave an "led error and a channel error." The issue was discovered during the routine annual calibration of the unit. There was no patient involvement.

Manufacturer narrative:
Omit : a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction : other occupation, report source, report source other.

Event description:
It was reported that the pump module gave an "led error and a channel error." The issue was discovered during the routine annual calibration of the unit. There was no patient involvement.